Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had been using 8 or 10 pads a day for the past 2 weeks and didn¿t realize what was going on, but then realized it wasn¿t working. The patient fell twice, ¿one was 2 weeks ago and the other was this past sunday¿ ((B)(6) 2017). The patient went to use the controller and saw ¿the apple and question mark¿ and it was noted there was poor communication and the patient programmer would not do telemetry with or without the antenna. No further complications were reported/anticipated.